Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the intended dose for epinephrine was 16mg/250ml. The bag was scanned via interoperability, however the order did not successfully send to the pump. As a result, infusion continued to be programmed at the previously ordered dose of 4mg /250ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a,g,b,c and d codes manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported the intended concentration of an epinephrine infusion was 16mg/250ml. The bag was scanned via interoperability, however the order did not successfully send to the pump. As a result, infusion continued to be programmed at the previously ordered concentration of 4mg /250ml. There was patient involvement but no harm.